Event description:
A patient reportedly sustained a blister after a mr exam of her hips using the 8 channel cardiac coil. The patient was placed supine feet first in the bore. The top of the coil was placed at the iliac crest. At the end of the scan, the patient complained of pain and a burning sensation on her left side midway between her iliac crest and axilla area. The region was checked for any metallic objects and for any signs of redness. No metallic objects or signs of redness were reported to be found. The patient was brought back later for a scan of her t-I spine. The patient had been given pain medications and said she was in no pain at that time; however, she did mention that upon her return to the floor she did experience more pain in the area described above. The patient described the pain as a sunburn type of pain. Once again they checked the area and found nothing. They scanned her t-I spine and at the end of the scan asked her if she had any pain in that area and the patient stated no. The patient was later found to have a burn/blister the size of a half dollar.

Manufacturer narrative:
Investigation is ongoing.